Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, thirty (30) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to 'underfill' as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "there were underfilled tubes. The tube drew only 1cc of blood and this issue occurred in three tubes in a row."